Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl due to multiple bent non-tandem infusion set cannulas. After changing out the infusion set, customer administered a bolus via the pump to address bg. Multiple contact attempts were made by tandem technical support to determine the type of infusion set in use; however, the customer did not respond.